Event description:
The customer reported having high blood glucose and was treated with manual injections. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.